Event description:
It was reported that the patient lost therapy due to ipg reaching end of life. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The reported observation of ¿ipg dead, end of life¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The device provided therapy until the end of life (eol). The overall longevity range based on the amplitudes used would have been 1 year up to 1.9 years assuming 1000-ohm program impedances +/- .25-year per ¿ 90205144. The device was programmed with an amplitude of 4ma for 83% of the implant period, which suggest the longevity was closer to 1 year. The device provided 1.12 years of stimulation at the time of end of life (eol). The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing. Hence, this event no longer meets the reportability criteria.